Event description:
Siemens has received notice regarding an incident involving the sirecust 403p monitor. The incident report filed by the user facility stated concern about the accuracy of blood pressure monitoring. The following account of the incident was provided. [User started up the device on a certain day in 2000 at 3:00 pm. After zeroing out the arterial blood pressure indicators, everything functioned correctly. User checked this out by performing a manual reading. At 4:45 pm, when the pt experienced a cardiac decompensation (?), the monitor indicated both tachycardia and hypotension, which was treated by the team(?). Another ckeck-up measurement at 5:45 pm differed markedly from the values shown on the monitor. Blood pressure per monitor: 70/40. Blood pressure measured manually: 140/75. After checking out the monitor again, user facility found that there was a defective connector for blood pressure measurement. User facility then immediately shut down the device.] This incident passed without further complications. No injury.